Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of images provided. Visual evaluation of the returned device shows device is fractured and signs of use and wear like gouges, cracks, and discoloration. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6).: customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was fractured, while impacting the segmental distal femur. In the end, the impactor from nexgen was used to complete the procedure. There was no impact on the patient. Attempt for further information has been made, but no further information has been provided.